Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The facility has stated that they have been taking water samples since (B)(6) 2016 but that they did not record which unit was used during the relevant surgery. The contamination status of the device is unknown. As the serial number of the device in question and the type of patient infection are unknown, no further investigation is possible. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the facility does not know which device was used during the reported procedure. The customer reported that heater-cooler devices are currently placed within the operating room during use, with the fan directed away from the patient field. It is unclear at this time if the facility followed the same practice in 2011 when the reported surgery took place. The customer reported that the patient required further surgery, which was performed at a different hospital. It is unknown at this time if the reported infection is related to the use of the heater-cooler device. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a patient infection following mitral valve repair surgery in (B)(6) 2011.